Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report numbers: 3005168196-2016-00509, 3005168196-2016-00510, 3005168196-2016-00512.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils and a lantern delivery microcatheter (lantern). During the procedure, while a ruby coil (lot # f65649) was being inserted into the lantern, the ruby coil pusher assembly became kinked and therefore, the ruby coil was removed. The lantern was then removed and flushed for repositioning. Upon reinsertion of the lantern into another manufacturer's sheath, the lantern became kinked. The physician then attempted to advance two new ruby coils (lot #'s f65794 and f65645) through the lantern; however, there was difficulty advancing and therefore, the coils were removed. The physician then removed the lantern and noticed that the kink was at the end of the lantern. The procedure was completed using four new ruby coils and a new lantern. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Result: the pet lock was intact on the proximal end of the ruby coil pusher assembly; the pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. The embolization coil was intact with the pusher assembly. Conclusion: evaluation of the returned devices revealed that the first ruby coil¿s pusher assembly was kinked and the distal tip of the embolization coil was damaged. This type of damage likely occurred due to improper handling during use. If the device is forcefully advanced against resistance, damage such as this may occur. Evaluation of the second ruby coil revealed the pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. The introducer sheath friction lock inner diameter (ID) is smaller than the rest of the introducer sheath, which allows the introducer sheath to properly seat on the ruby coil mid-joint. If the pusher assembly mid-joint is forcefully withdrawn beyond the introducer sheath friction lock, it is likely that resistance will be experienced by the physician upon attempting to advance the ruby coil. Further evaluation revealed that the lantern delivery microcatheter (lantern) distal tip was ovalized. This type of damage typically occurs due to improper handling during use. If the device is gripped or advanced with force during insertion, damage such as this may occur. The damaged lantern likely contributed to the ruby coils¿ difficulties during advancement. Ruby coils are 100% functionally tested during in-process inspection. Lanterns are 100% visually inspected during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.